Event description:
It was reported that during a patient visit, it was not possible to interrogate the device. The device was explanted and replaced. Patient was fine after procedure.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by a low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. Based on the available parameter and usage information, a longevity calculation was performed and found to be below the expected limit. The original battery was sent to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.